Event description:
It was initially reported that the zimmer air dermatome needed a calibration checked. Additional info obtained through clinical follow up on (B)(6)2010 indicated that one of three units was involved in a pt incident. The resident was knowledgeable in dermatome use, and had previous experience with the dermatomes. The dermatome blade was possibly loaded by relief scrub tech. Immediately upon placing dermatome on graft site, it made a very deep cut, "almost to the bone." The site was surgically repaired and closed by the attending surgeon. The attending surgeon arrived following the initial event, and asked the resident to hand him the dermatome. The surgeon replaced the blade and proceeded to harvest 3 perfect grafts without incident.

Manufacturer narrative:
All three devices were returned to the MFR; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.